Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified carotid artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed and the vessel was severely tortuous and moderately calcified. The patient's condition post procedure was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified carotid artery. A 3.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilation. However, during inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.